Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of dacarbazin. After an unspecified length of time in use, it was noted that an unspecified volume of solution leaked at the connection of the tubing set and the patient's catheter. The solution that leaked was cleaned up according to the hospital's protocol. Reportedly the tubing set was stuck in the hub of the patient's catheter; therefore, the tubing set could not be replaced. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).